Manufacturer narrative:
The insulin pump was received with button error alarms and no button response on the act button due to flattened dome switch. No moisture damage was noted on electronics and motor. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the act button is unresponsive. Customer has been outside working on the yard and had the device in his pocket. The act button is hard to press and it doesn't click when pressed. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.